Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies in the drawer 3.2 was not pop open. A field service engineer was on site and found no hardware faults. Attempts to reproduce hardware failures were unsuccessful. As part of due diligence, all connections were checked and verified. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 had failed and could not be recovered. When attempting to recover it, the drawer did not release to open. The customer checked the back of the machine and observed that the spring appeared to be broken. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.